Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the reported balloon rupture appears to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other armanda 14 device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that the procedure was to treat a de novo lesion in the 95% stenosed, mildly calcified, mildly tortuous distal femoral artery. The 2.0x80mm armada 14 percutaneous transluminal angioplasty (pta) catheter was being prepped for use when it was noted the balloon was leaky. A new 3.0x80mm armada 14 pta catheter was then advanced to the lesion and inflated to 14 atmospheres. The balloon ruptured, and the armada 14 pta catheter was removed from the patient anatomy. A new non-abbott device was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.